Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: one ventilator unit was received for investigation. The reported issue was confirmed during visual inspection, when the unit relief valve was observed to be loose. A review of the manufacturing device history record was conducted, and no indication of this issue was found. A root cause could not be established for the loosened relief valve. Investigators were unable to confirm, but believe it is possible that the screws were not tightened sufficiently during assembly and have worked loose. Unit is 3 years old and storage/handling history is unknown. The relief valve screws were tightened within toque specification and functional testing was reran; unit passed functional testing successfully.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported an out of box failure, excessive movement in relief alarm pressure control. Event occurred in workshop. No patient injury was reported. Additional information received via customer response email 22-dec-2022: the event occurred in the workshop during acceptance testing and the outcome of the event was ongoing.